Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on december 23 with blood glucose level was above 1100 mg/dl and customer was in coma. Customer current blood glucose was 180 mg/dl. Customer other relevant blood glucose was 500 mg/dl, 400 mg/dl. The customer was treated with insulin pump. The insulin pump will not be returned for analysis. Frn-unk-rsvr, unomed set.